Event description:
It was reported that during preparation of the hi-torque balanced middle weight (bwm) universal guide wire, the tip separated; thus, the guide wire was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another guide wire was used to successfully complete the procedure. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, additional information indicated that the guide wire was returned with no tip separation as reported. However, the tip coils were stretched and the shaping ribbon was bent.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The tip separation was not confirmed; however, the tip coils were noted to be stretched, which is likely what was perceived by the account as a separation. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.